Event description:
The reporter indicated that a 13.7mm vicm5 13.7 implantable collamer lens of -6.00 diopter was being implanted into the patients right eye (od) when the lens tore/broke during injection/delivery into the eye. On (B)(6) 2022 the lens was implanted; removed and replaced for a same length and diopter lens and the problem was resolved.

Manufacturer narrative:
H6-investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Claim# (B)(4).